Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient experienced intolerable glare & poor visual quality. The lens was exchanged for a different lens 6 months after the initial procedure. The patient had excellent snellen acuity & no comorbidities. Additional information was requested. There are two medical device reports associated with this patient. This report is for the second eye implanted.